Event description:
It was reported that 240 days after a drug eluting stenting treatment procedure the pt experienced a stent thrombosis, myocardial infarction (mi) and reintervention. The pt was enrolled in the program in 2004. Target lesion 1 was located in the proximal lad with 85% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with direct stenting using a 3.0x24mm taxus stent, with 0% residual stenosis. The pt was discharged the following day, on asa and plavix therapy. Recommendation was made to schedule pci to the rca in approximately 4-5 weeks. Eight months later, pt was admitted to non-enrolling hospital with recurrent chest pain associated with shortness of breath. ECG changes indicated acute anterolateral myocardial infarction the pt was transferred to the study site for evaluation and management. Asa and plavix are not noted in medication list from admission note date. Cardiac enzymes became elevated consistent with guideline definition of myocardial infarction, site reports q-wave mi. In the opinion of the physician the relationship to the mi to taxus stent is "probable", and the relationship to target vessel is "probable". Coronary angiography revealed, lvef 35-40% with anterolateral-anteroapical akinesis to dyskinesis and some inferior wall involvement, lmca normal, lad 100% occlusion of the previously stented segment, ramus widely patent with no significant irregularities, lcx widely patent; l-av and om branch system widely patent, rca previous midportion stent widely patent; good flow into the r-pda and posterolateral branches with collateralization of the lad. Per catheterization report, total occlusion of the previously placed lad stent was "probably due to subacute stent thrombosis." Site reports presumed stent thrombosis, event not confirmed by angiography or ivus. In the opinion of the physician the relationship of the stent thrombosis to taxus stent is "probable". Multiple unsuccessful attempts were made to cross the lad lesion and the proximal stent edge with a guidewire, an iabp was placed for significant refractory angina throughout the procedure. Adequate placement of an ace balloon in the totally occluded previous stent was finally achieved using a pt2 wire in the non-diseased lcx for support. The lad was treated with balloon angioplasty and placement of overlapping 3.0x20mm and 3.0x16mm taxus stents within the previously stented segment and distally beyond the initial stent length. Residual stenosis following post-dilatation was 0%, final angiography showed timi grade iii flow distally with no evidence of dissection, thrombosis, or side branch compromise. Per catheterization report, 30-40% stenosis of the mid to distal lad were not treated at this time. Post procedure, the pt was treated with antibiotics for a urinary tract infection secondary to indwelling foley catheter. The pt was discharged five days later continued asa and plavix therapy. In the opinion of the physician the relationship of reintervention to the taxus stent is "probable".